Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for several patients. The customer also obtained false positive bhcg results for some patients. The initial accutni results were in the range of 0.089-0.114 ng/ml and the repeat results were in the range 0.014-0.047 ng/ml. The initial bhcg results were in the range of 5.5-6.1 miu/ml and the repeat results were in the range 6.2-6.4 miu/ml and upon repeat on a different instrument, all results were 0.0 miu/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Samples were collected in 13x100mm greiner serum tubes. Qc was within range prior to the event. A field service engineer (fse) went on-site and replaced the sample probe after finding gel on the probe; performed all necessary alignments and a system check and carryover test performed met specifications. A clear root cause for this event has not been determined to date.